Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen turned red and reads ventilator inoperable. There was no harm or injury reported. No medical interventions were specified. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board, in-line proximal filter, machine flow sensor, oxygen blending module board, fio2 sensor and active exhalation control module were replaced to address the issue. There was evidence of dust and dirt contamination. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's screen turned red and reads ventilator inoperable. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.